Manufacturer narrative:
The event does not meet the requirements of mandatory report, as there are no adverse effects to pt. Following the indications provided in the "public health requirements: unretrieved device fragments" issued on january 15, 2008, orthofix srl decides to report this kind of event on a voluntary base. Analysis of historical records: orthofix srl checked the internal records related to the controls made on the code 93100 lot number g030 before the market release. No anomalies have been found. The original lot, manufactured in (B)(4) 2013, was comprised of 340 wires. (B)(4) have already been distributed to the market. According to orthofix srl historical records, this is the first notification received from this specific device code and lot. Technical evaluation: the technical evaluation on the returned device is currently on going. Clinical evaluation: the information available on the case was sent to our medical evaluator. A preliminary clinical evaluation is currently ongoing and will be finalized once the results of the technical evaluation will be available. As soon as the results of the investigation will be available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The event description provided by the local agent indicated: (B)(6): humeral head fracture treatment. Event description: during the application in the operative room, the threaded wire broke. No adverse effects to pt; the tip of the device was left in pt bone; the event led to a clinically relevant prolongation of the surgical procedure. The pt is in good health condition. (B)(4).